Manufacturer narrative:
The wolverine cb mr, ous 10mmx2.00mm was returned for analysis. Visual and tactile inspection revealed no damages to the hypotube and no kinks or damages to the shaft polymer extrusion. Microscopic analysis revealed severe bunching in the inner/wire lumen 4.9cm proximal from the tip section of the device. A detailed microscopic examination of the balloon material identified the balloon was folded and there were no balloon tears or pinholes. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There were no signs of tip damage, and no damages were noted to the proximal and distal markerbands. The device was attached to an encore inflation unit and during an initial attempt to inflate the balloon, liquid leaked through the tip of the device. This type of leak is consistent with a breach having occurred between the inner/wire lumen and the outer inflation lumen. As a result of the breach, it was not possible to inflate liquid into the balloon.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 30mm x 2.25-2.50mm target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. The device was returned for analysis and the evaluation was completed on 03aug2023. A visual, tactile, microscopic and leakage testing was performed on the device. Device analysis confirmed that the inner/wire lumen was severely bunched at 4.9cm proximal from the tip and that a leak was present in the device. The leak was confirmed when an attempt was made to inflate liquid into the balloon and the liquid leaked out through the tip of the device. This type of leak is consistent with a breach having occurred between the inner/wire lumen and the outer inflation lumen. It is most likely that a pinhole occurred in the inner/wire lumen at the site of the bunching which resulted in this type of leak. A detailed microscopic examination of the balloon material could not identify any evidence of a tear or pinhole in the balloon material. However, due to the condition of the device it was not possible to test the actual balloon for leaks. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 30mm x 2.25-2.50mm target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The wolverine cb mr, ous 10mmx2.00mm was returned for analysis. Visual and tactile inspection revealed no damages to the hypotube and no kinks or damages to the shaft polymer extrusion. Microscopic analysis revealed severe bunching in the inner/wire lumen 4.9cm proximal from the tip section of the device. A detailed microscopic examination of the balloon material identified the balloon was folded and there were no balloon tears or pinholes. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There were no signs of tip damage, and no damages were noted to the proximal and distal markerbands. The device was attached to an encore inflation unit and during an initial attempt to inflate the balloon, liquid leaked through the tip of the device. This type of leak is consistent with a breach having occurred between the inner/wire lumen and the outer inflation lumen. As a result of the breach, it was not possible to inflate liquid into the balloon.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 30mm x 2.25-2.50mm target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.